Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5077732. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 1994 and the mesh was implanted. The patient was hospitalized for over a week due to complications. The patient experienced chronic groin pain and infection. The mesh removal was performed on (B)(6) 2011. Additional information has been requested.